Event description:
Pt having plastic surgery on her eyes. Rt eye completed, md operating on lt eye. Cuatery was used at same settings as other eye but flashed, burning the eyelashes off the central 1/3 of the lid down to the skin. O2 by nasal cannula on pt.